Manufacturer narrative:
After receiving this complaint, we could not search for other complaint as the lot number is not available. We received 1 used sample with a purple valve lot number 7104542. At the visual examination, we see the balloon burst. The product reference ab62221002, lot number 7338733 was made with the intermediate product ab622280, lot number 7104542. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. In parallel, a specific trend is monitored regarding the silicone balloon issue.

Event description:
According to the available information, the balloon bursts.